Manufacturer narrative:
It was reported by customer that they were having issues with fluid flow with the product. One sample was received for quality evaluation. Visual inspection of the sample did not indicate any damages or abnormalities. A line flush was attempted on each fluid line with a bd needleless syringe and water. One of the lines did not allow for fluid flow. Further examination under magnification indicates that there is an occlusion in the fluid path obstructing flow. The customer complaint of flow issues - fluid blockage was confirmed. Further investigation indicates the most potential root cause, that generated the occlusion in the tubing/trifurcate engagement, is an incorrect application of bonding solvent between the tubing and the female connector causing the occlusion. A quality alert was issued to the production personnel along with updating the standard work instruction to address this issue.

Event description:
It was reported that bd maxzero extension set was occluded the following information was received by the initial reporter with the following . It was reported by customer that they had about 4 issues with this product two of them involved tpn delivery.